Event description:
A pt with 2 stimulator systems experienced shocking/jolting sensation at the generator pocket area in the left side. There were no symptoms on the right side. The pain started three days before the complaint. The company representative tried to instruct the pt to decrease stimulation with pt programmer. The 'poor communication screen' message was noted. The pt did not have the antenna over the implant. Add'l info has been requested from the healthcare professional.

Manufacturer narrative:
(B) (4).